Manufacturer narrative:
The certas valve was not returned for evaluation (discarded by the hospital) and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
A facility reported that the codman certas valve (model# unk) was implanted to a female patient via v-p shunt on (B)(6) 2019 with unknown settings. On (B)(6) 2020, the valve was replaced with a new one (certas: 828806) due to suspicion of a valve occlusion. Details for patient symptoms were not reported.